Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery depleted within seven years of implant and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.